Event description:
Event description cpi received information that an endotak transvenous defibrillation lead and ventak mini ii implantable cardioverter defibrillator (ICD) system exhibited oversensing and delivered an inappropriate shock. Invasive testing of the lead did not determine the source of the problem. The physician elected to replace the entire system.